Event description:
Alleges was going down the level public sidewalk when the chair jerked and spun out, throwing his weight to one side and the chair went down as did customer causing injuries.

Manufacturer narrative:
The provider replaced the device. The consumer is very happy with his replacement.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges was going down the level public sidewalk when the chair jerked and spun out, throwing his weight to one side and the chair went down as did customer causing injuries.